Event description:
The catheter placed in preparaton for surgery had been inadvertently placed in such a way that it was able to injure the wall of the heart. This produced a perforation which allowed blood to leak outside the heart and lead to the cardiac arrest that the patient experienced on the morning following the surgerydevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: incorrect technique/procedure, inherent risk of procedure. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: no. Corrective actions: invalid data. The device was destroyed/disposed of.